Manufacturer narrative:
Initial and final (B)(4) device 3 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced 3 infusion set cannula was kinked event on 11-oct-2024. The site of insertion was abdomen. The blood glucose level was found to be high and patient took correction via mdi. No further information.